Event description:
Received was product(s) and during incoming/labeling operation found the following defect. Details of the defect is foreign matters across the heatseal area.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The complaint indicated that there was foreign matter across the heat seal area. Individual packages inside the sales units were visually inspected for foreign matter in the seal area. One (1) package was confirmed to have tyvek scrap across the seal area creating a breach of sterility in the package. The remaining five (5) packages contained no foreign matter across the seal. As the tyvek scrap was contained within a sealed package, the most likely root cause for this defect is an internal failure of the packaging process/ equipment. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.